Manufacturer narrative:
(B)(4). The customer returned one dilator for evaluation. The dilator was bent in the middle of the body. Some white discoloration was observed in the bent area, indicating stressing occurred. The outer diameter of the dilator body measured 0.111 inches, which is within the range of 0.111 - 0.113 inches specified. The dilator body measured 4 1/16 inches in length, which is within the range of 3 3/4 - 4 1/4 inches specified. The bend in the body begins 2 inches from the hub. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this kit suggest enlarging the cutaneous puncture site with the cutting edge of a scalpel prior to using the tissue dilator to enlarge the site. The customer reported issue of the dilator becoming damaged in use was confirmed during the complaint investigation. Visual inspection of the returned dilator determined it was bent in the middle of the body. Some white discoloration was observed in the bent area, indicating that stressing occurred. Dimensional inspection was performed and no issues were identified. A device history record review was performed and no relevant findings were identified. Based on the information and sample provided, it was determined that operational context caused or contributed to this complaint. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring guide wire and dilator kinked during insertion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring guide wire and dilator kinked during insertion.